Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   The devices were evaluated in the field and the issue was confirmed; 3 devices had broken/damaged components, 1 device had a worn component.  The devices were repaired and returned.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported there was reduced brake force. There was no patient involvement.